Manufacturer narrative:
Qn#(B)(4). The customer did not return the sample; however, they did provide a photo for evaluation. The photo showed a guide wire with a slightly deformed/kinked proximal end. The customer report of a damaged guide wire was confirmed by visual examination of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: rt placed a brachial arterial line and was concerned about the j-tip guidewire. The inserter removed the wire from the advancer and used the straight end. However, near the tip of the straight end, it was bent. Inserter was sterile, and in the middle of placement the inserter was unable to obtain another guidewire. Placement was successful but during placement the inserter could feel the tip of the guidewire scrape the inside of the catheter which was of concern.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: rt placed a brachial arterial line and was concerned about the j-tip guidewire. The inserter removed the wire from the advancer and used the straight end. However, near the tip of the straight end, it was bent. Inserter was sterile, and in the middle of placement the inserter was unable to obtain another guidewire. Placement was successful but during placement the inserter could feel the tip of the guidewire scrape the inside of the catheter which was of concern.